Manufacturer narrative:
Evaluation summary - the production and quality control documentation for lot number w0805, expiry date 07/2011 were reviewed. The investigation showed that the product met specifications. No associated non-corformances were noted.